Manufacturer narrative:
The reported reader was returned and investigated. Visual inspection was performed on the returned reader and a damaged usb (universal serial bus) port was observed. The reader did not power on with button, strip insertion, or usb cable insertion. Visual inspection of reader exterior did not show evidence of electric shock. The reader was then de-cased and visual inspection was performed on the printed circuit board assembly. Burn marks were observed on the usb port. Further investigation was performed on the returned reader. A power consumption test was performed and the reader was within specification. The reader did not have sufficient power to cause the reported damage. The charging cable was not returned, therefore, it cannot be determined if customer was using an abbott approved cable. The DHR was reviewed and it passed all tests on the line. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that there is smoke coming from their freestyle libre reader. Customer further reported, while charging the freestyle libre reader he "smelled smoke coming from the wall adapter, and he noticed the adapter had melted and now he was unable to charge his reader." There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that there is smoke coming from their freestyle libre reader. Customer further reported, while charging the freestyle libre reader he "smelled smoke coming from the wall adapter, and he noticed the adapter had melted and now he was unable to charge his reader." There was no report of death, serious injury, or mistreatment associated with this event.